Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump was no longer working. It was noted that when the battery was replaced with new batteries, the pump emitted a replace battery alarm. Multiple batteries from different packages were used during troubleshooting with no success. The issue had occurred for the past week and the pump now would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2017 with the following findings: during investigation, there were no power issues observed in the black box. The battery cap was not retuned with the pump. A test cap was used for investigation. A test cap was able to attach securely to the pump. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and there was no damage found to the power circuit. Unrelated to the original complaint, the battery compartment was found to be cracked. Additionally, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.